Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information received stated the patient underwent an emergency procedure for a peripherally inserted central catheter (PICC) placement and was experiencing high output stoma loss. The patient was reintubated with another microcuff endotracheal tube. The clinician performed a visual check inside of the endotracheal tube before it was used and the new device was the same size and lot number as the previous device. During the device exchange the patient was ventilated via an ambu bag. In regards to the first device the clinicians used a video-laryngoscope and visualized the endotracheal tube pass through the vocal cords. The clinician was then unable to ventilate through an ade circuit. The patient did not receive a muscle relaxant and was not paralyzed. The clinicians were trying to provide manual ventilation breaths via the ambu bag but the ambu bag was not depressing and the clinicians were unable to provide manual breaths. The ambu bag felt as if a mechanical obstruction or a patient problem had occurred. The clinicians exchanged the ade for a t-piece circuit and the ambu bag felt as if a mechanical obstruction or a patient problem had occurred. The clinician then asked for a endotracheal suction catheter which would not go past the green endotracheal tube connector and the issue was corrected.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for the reported lot number, um4338, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
A report was received from the (B)(6) stating the patient had recently been intubated and the clinicians were unable to ventilate the patient. The clinicians assessed the patient and the ventilator and an obstruction was noted in the endotracheal tube. Additional information received (B)(6) 2015 stated the patient maintained oxygen saturations during the incident. A pin hole was noted at the opening of the connector hub. There was no reported injury to the patient.